Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00111314001, palacos r+g bone cement, lot #74464300 - (B)(4). Review of primary operative notes relayed that final components were cemented into place, and had excellent flexion and extension, well balanced knee to varus and valgus stresses, no evidence of flexion gap instability, and direct midline patellar tracking. Progress report indicated that the patient was seen and an aspiration was performed and it was clear that there was aseptic loosening of the tibia. Physical examination during this visit revealed range of motion from 2 to 100 degrees. X-rays were reported to show some shifting of the tibial plate, consistent with loosening. At the time of this visit, a revision surgery was planned. Review of revision operative notes confirms patient underwent a revision right total knee arthroplasty due to tibial loosening. The tibial plate was grossly loose and was easily explanted with an osteotome. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. Device history records were reviewed and no deviations or anomalies were found

Event description:
It is reported that the patient underwent a right knee revision due to loosening.